Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that high intermittent impedance on the lead since the battery was implanted (B)(6) 2025. No cause known. Multiple impedance tests run since march. The tests would intermittently fail/pass. The patient was not able to exceed 0.6ma on the preset programs. The patient's pocket site was opened up to explore why they were experiencing intermittent high impedance on lead. Surgical intervention concluded that the lead was loose inside the battery cavity, despite the lead being secured with the screwdriver in (B)(6) (the lead was able to fully pull out of the battery). The battery was replaced with a new one and discarded.